Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the stent remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that three xience prime stents (two 2.5x38mm and one 2.75x38mm) were implanted in the proximal right coronary artery on (B)(6) 2014. On (B)(6) 2015 the patient presented with unstable angina. Angiography indicated 60% re-stenosis within 5mm of one of the previously implanted xience prime stents. The target lesion was revascularized with an additional unspecified stent and the patient was discharged home from the hospital on (B)(6) 2015. There was no adverse patient sequela. No additional information was provided.